Event description:
A break in the retention dome during traction removal. The indwelling period was 261 days. The doctor had been using the product for over 10 years and felt that recently removal has become more difficult and the dome material has become harder than before. The user has a sense of distrust toward the product and thinks that the silicone material has worsened.

Manufacturer narrative:
The manufacturer has received the sample and it will be evaluated. Results are expected soon.